Event description:
It was reported that a drug occlusion and leak occurred. An ekosonic catheter was selected for use during a lower extremity arterial thrombolysis procedure. Approximately 7 hours into therapy, blood was noted in the drug port. The lytic bag was changed an hour before. Troubleshooting was performed and a leak from the three way stopcock was noted. The nurse attempted to flush with a 3 cc syringe, but was unsuccessful. Back pressure was released and another flush was attempted for no resolution. At this time, the physician decided to send the patient back for recheck. No further information is known at this time. This report will be updated should additional information become available.